Event description:
A physician attempted arteriotomy closure using the starclose device after an interventional procedure. The day after the starclose procedure, the pt started to bleed and experienced a hematoma. Surgery was required.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.